Manufacturer narrative:
Product investigation is in progress.

Event description:
Unable to get tampon out - vagina [foreign body in reproductive tract]. String on tampon disintegrated and broke off into 4 tiny little pieces [device breakage]. Case narrative: consumer reported via email that the tampon string disintegrated and broke off. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Unable to get tampon out - vagina [foreign body in reproductive tract] string on tampon disintegrated and broke off into 4 tiny little pieces [device breakage]. Case narrative: consumer reported via email that the tampon string disintegrated and broke off. No serious injury was reported.